Manufacturer narrative:
This pt presented to the cardiac catherization unit for elective treatment of a type c, de novo, and chronic total occlusion lesion in the 1st obtuse marginal branch of 18mm in length in a 2.5mm vessel diameter. The lesion was pre-dilated with a 2.5x20mm balloon at 12 atmospheres (atm) before a 2.5x18mm cypher stent was deployed at 15 atm. Post-dilation was not conducted. Intravascular ultrasound (ivus) was not conducted. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) 0 flow was recorded pre-procedure and iii, post-procedure. Act was not measured. Pre-procedure medications included aspirin 81mg/day, ticlopidine hydrochloride 200mg/day and cilostazol 200mg/day. Intra-procedure medications included heparin 10,000 units aspirin 81mg/day, ticlopidine hydrochloride 200 mg/day and cilostazol 200mg/day. Post-procedure medications included aspirin 81mg/day, ticlopidine hydrochloride 200mg/day and cilostazol 200mg/day. Ticlopidine hydrochloride was lowered to 100mg/day seven months later. Twenty one half months later, the pt complained of chest pain and went to the hospital st-elevation was confirmed. Coronary angiography was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and plain old balloon angioplasty was conducted. The physician commented that the possible cause of the thrombotic event was, because the stent might have under-dilated and ivus was not conducted during the index procedure. In addition, one month prior to the adverse event, the pt's ticlopidine hydrochloride was increased for unspecified reasons. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and eval. A pt with a history of previous mi, hypertension, hyperlipidemia, diabetes, smoking and previous pci experienced a thrombotic event twenty-one months post cypher stent implantation. The reason for the pt's initial admission to hospital was not reported; but an elective angiogram revealed a lesion on the omb. This pt's history puts him at increased risk for mace. Pre procedural medications included asa, ticlid and cilostazol; while intra procedural medications included heparin. Acts were not measured during the procedure. The omb lesion was described as de novo, 100% chronically occluded, type c, 2.5mm in diameter, 18mm in length and with a timi flow of 0. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of 2.50 x 18mm cypher stent at a maximum inflation pressure of 15atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The pt was discharged on medications that included asa and ticlid. Seven months after the index procedure, the pt's ticlid was discontinued. It was not known if this was a planned event or whether it was a result of an adverse event. The pt remained on asa. Nine months after the index procedure, the pt ticlid was re-started at a lower dose. The reason for this was not reported. The pt remained on asa. Twenty-one months after the index procedure, the pt experience chest pain and developed st elevations. A repeat angiogram revealed thrombus within the previously implanted cypher stent. This was treated with aspiration and ptca. The next day, the pt's asa and ticlid doses were increased and he was re-started on cilostazol. The pt eventually recovered, and was discharged from the hospital two weeks later. The product remains implanted in the pt, and is, thus not available for eval. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Thrombosis is a known potential adverse event following stent implantation. According to the procedural physician, the possible cause of the event was that the stent had been left under-expanded.

Event description:
Thrombus was confirmed in the cypher stent 21 1/2 months after percutaneous coronary intervention (pci).